Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Immediately after connecting the vega leads to the subject pacemaker, it did not pace for about 15 seconds and then began pacing. So the physician finished the operation and released the patient from the operating room. The patient was already out of the operating room when he started to struggle again. So they brought him back to the operating room to be monitored and the monitor showed a heart rate of about 35 beats per minute. He immediately started a second procedure to measure the leads with the pacing system analyzer (psa). The leads showed normal thresholds and impedances. For safety reasons, the physician replaced the subject device with a new one that had normal functionality.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Immediately after connecting the vega leads to the subject pacemaker, it did not pace for about 15 seconds and then began pacing. So the physician finished the operation and released the patient from the operating room. The patient was already out of the operating room when he started to struggle again. So they brought him back to the operating room to be monitored and the monitor showed a heart rate of about 35 beats per minute. He immediately started a second procedure to measure the leads with the pacing system analyzer (psa). The leads showed normal thresholds and impedances. For safety reasons, the physician replaced the subject device with a new one that had normal functionality.